Event description:
Caller tested 4.6 inr on the coaguchek xs system while a comparison lab returned as 3.35 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).